Event description:
Following a diagnostic procedure, an angio-seal device was deployed in 2004. A hematoma formed and manual pressure was applied for 20 minutes. The head of the bed was raised 90 degrees after two hours on bed rest. Once again, a hematoma developed. The head of the bed was lowered to a flat position. The pt was discharged later that day. On 2nd day, the pt presented to the hosp and was diagnosed with a pseudoanerusym in the right femoral artery. Pulses were good and the pt was admitted to the hosp. The following day, the pt underwent a successful ultrasound guided thrombin injection of the pseudoaneurysm. The pt was reported to doing well.